Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because all the strips were previously used.

Event description:
Caller reported aviva system blood glucose results of 149 mg/dl, lo, which on the system indicates a result less than 10 mg/dl, lo, and 168 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.